Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited low pacing impedance and damage. The lead was removed and replaced. There were no patient consequences.